Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Weixing bai, yanyan he, yingkun he, bin xu, tianxiao li, yuming xu. ¿endovascular transvenous treatment for superficial intracranial arteriovenous malformations¿ https://doi.org/10.1016/j.jimed.2019.09. Case 8, (B)(6), female, post tve, experienced a hemorrhage. Baseline mrs 4, post intervention was mrs 5. Case 11, (B)(6), female post tve experienced an infarction. Baseline mrs 0. Post intervention, mrs was 1. Ethylene vinyl copolymer (onyx-18) was the embolic agent of choice for the transarterial and transvenous embolization. Onyx-18, glubran-2, or an ethylene vinyl alcohol copolymer (eval-I), using a pressure cooker technique, into the nidus. After anatomically obliterating the avms, the microcatheters were cut with a blade at the level of the jugular sheath. Nine male and 2 female patients. There mean ages were 33 _ 18 years, range 12¿59 and were treated with tve. All but 1 (case 7) suffered from cerebral hemorrhages. The two referenced patients had trepanations and drainage evacuations of hematomas during hospitalization ;1 case of a hemorrhagic complication (thalamus hemorrhage breaking into the ventricle), who was treated with trepanation and drainage; and 1 case of an ischemic complication, who was treated with adjuvant drugs. Only two cases (8 and 11) presented with neurological deterioration (modified rankin score (mrs): 5 and 1, respectively) at discharge. The apollo microcatheter failed to get as close as possible to the nidus via the drainage vein in 1 case. An anatomic cure rate was documented in 10 of 11 cases. One case¿s procedure failed, and that patient subsequently received transarterial endovascular embolization and a craniotomy.